Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3716 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "drip started at 6 and still not done, saline drip taking all day, PICC line problem. Customer states he has bruising on his arm as well." Add info rcvd 04/20/2022: the PICC line still has not been fixed it is still clogged. . . It¿s been five days and rcvd not able to draw blood for the testing. Date of insertion: (B)(6) 2022. Trimmed length: 42cm. Out 1cm. Arm circ: 32cm. Add info rcvd from ms&s: "discussed troubleshooting tips for the powerpicc. I explained to the patient that the facility is taking all there commended steps to troubleshoot the PICC line. I explained that using the clot busting medication or replacement would be a decision made by the doctor."